Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx 7mm proximal of weld site. The proximal section of j stiffener wire measures approx 80mm and has migrated down lead body approx 13mm proximal of weld site. Visual inspection under 30x magnification also indicates the outer polyurethane insulation was rec'd with an abraded hole approx 8mm proximal of weld site.

Event description:
Device analysis is provided. Explant method: intravascular, femoral technique/tools: dotter basket/snare no complications.